Manufacturer narrative:
Date of event: unknown. Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for needle clog on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (1) loose 1/2cc 8mm syringe. Customer states that there is a needle clog and they are able to draw medication into syringe but unable to expel it. The returned syringe was examined and exhibited a hard piece of plastic in the barrel which could prevent the syringe from drawing or expelling properly. Manufacturing (holdrege) will be notified of this issue. Photos - 12oct2021 holdrege received a photo complaint from material #324911 and lot #1032950; initial evaluation: examination of the photo indicates fm seated between the stopper and barrel. It appears to be a small piece of loose barrel plastic. The fm in the barrel is large enough to restrict the flow when expelling any substance from the syringe. The grinder at the mold press can discharge barrel runner pieces which get kicked out of the grinder and the air transfer system for the parts pulls the regrind pieces into the tote with the molded barrels. The totes are taken to the assembly operation where they are emptied into the vibratory bin. The loose piece of regrind can end up inside the barrel during this process. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine which feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. At the barrel cleaning dial the printed barrel is received to the barrel prep dial where air passes from probes and blows out any fm that may be within the barrel ID downward and out through the tip. Root cause: maintenance dispatch (l2l) #118656 was created for prep dial inhabit gate jams. The bottom air jet in dead block was aimed too high causing insufficient bottom pressure on the barrel. The top air jet blows out the fm that may be in the barrel but the bottom air jet aids in aligning the barrel in a vertical position prior to entering the prep dial. Air flow may be restricted when the barrel is in an angled position. Corrective action: adjusted the air jet. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle was unable to inject. The following information was provided by the initial reporter : the consumer reported able to draw medication into syringe but unable to expel it resulting in needle clog. Date of event : unknown. Samples : available.